Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 1. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing hub was cracked. The infusion set was used for 24 hours. The blood glucose level of the patient was high which was treated by correction bolusand changing of infusion sets. No further information was available.